Manufacturer narrative:
Patient age and date of birth unavailable. Patient sex unavailable. Patient weight unavailable. Device was discarded and rep was not present at the case. Device model, lot, expiration date or UDI are unavailable. Device 510k number unavailable since no lot number is available. Device manufacture date unavailable.

Event description:
A procedure began to treat a patient using a spectranetics turbo elite device. During preparation for use, the facility reported that the team saw light coming sideways from near the distal tip of the device. The device did not enter the patient; another device was opened, and the procedure was completed successfully with no reported patient harm. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.